Event description:
The customer stated that the insulin pump would not rewind, and has been having this problem for two weeks. The customer also stated that the paramedics were called today because he experienced low blood glucose levels. The customer stated that when his blood glucose levels drop he gets violent. The customer stated that he no longer trusts the insulin pump because he has to press the act button several times to get it to rewind. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump had a scratched window display window and cracked reservoir tube lip.